Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; full lead was returned and analyzed.

Event description:
It was reported that the lead was explanted approximately two weeks after implant, due to a perforation. No further patient complication has been reported as a result of this event.